Event description:
The customer reported the device alarmed due to a machine and proximal pressure sensor failure at start up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).